Manufacturer narrative:
Medications - aspirin, amlodipine, omeprazole, repatha. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, a follow-up computed tomography scan identified a suspected proximal type I endoleak and aneurysm enlargement of an unknown amount. The cause of the proximal type I endoleak is reportedly due to distal migration (amount unknown) of the trunk-ipsilateral leg component. The migration was reported caused by dilatation of the aortic neck causing a loss of seal. On (B)(6) 2018, a reintervention was performed whereby an aortic extender component was implanted for proximal extension off of the trunk-ipsilateral leg component. It was reported the endoleak was resolved and the patient tolerated the procedure.